Event description:
The customer contact reported that during testing at the user facility, it was noted that the device door roller pin was missing and the battery was swollen. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.